Event description:
Boston scientific received information that immediately post implant, this device exhibited noise and oversensing on both the atrial and ventricular channels, resulting in pacing inhibition. In an effort to obtain reason for the noise, several troubleshooting techniques were applied. It was initially thought that there might be some air bubbles in the device header as the physician completely submerged the device in antibiotic solution prior to implant. The reasons were never determined, and as a result, the device was explanted and replaced. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
As of this date, the device has not been returned. If this device should be returned to our company, it will be analyzed and this investigation will be reopened and updated as necessary.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the header and case noted no anomalies. The device was programmed to different sensing levels. When the sensing levels were programmed to 8.0 mv or higher, the electrograms (egm) were clean and no inappropriate sensing or noise markers were noted. When the sensing levels were set lower than 4.0 mv, the inappropriate sensing markers appeared on the egm. Measurements between 4-8 mv, the failure mode was noted to be intermittent. The device also exhibited the behavior when exposed to temperature of around 37 degrees celsius, and was not present at temperatures of 23 degrees celsius. The device case was opened. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a slightly higher than normal current condition was observed. Additional testing was performed at the internal component level, however no irregularities could be found. The failure was isolated to an intermittent malfunction of the integrated circuit, however, the exact cause of the failure could not be determined.